Event description:
It was reported that during unpacking of a 3.5 x 18 mm xience alpine stent delivery system, there was no resistance removing the protective sheath or stylet; however, as the device was handed to the physician and before advancing on the guide wire, he noticed that there was no stent on the balloon. The stent was found on the stylet. Another same size xience alpine was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.